Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had wonderful relief from their bladder stimulator and it was working well, they had no issues and no accident since it was put in. The patient turned on their pain stimulator and the bladder stimulator went "haywire¿, which the patient clarified that they started having accidents. The programmer showed stimulation was on at 0.7v on program 1. The patient also reported they got a low battery message while using the programmer but was able to bypass the message and adjust stimulation. Patient services reminded the patient to change their batteries. The patient increased stimulation to 1.2v and they felt stimulation comfortably. The patient was to follow up with their healthcare provider if symptoms did not resolve. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) responded to a letter. Actions/interventions for the pain and bladder device interaction are unknown. Resolution of the event is unknown, but the hcp called the patient who said they are working with a different hcp and "it" is bette r. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had not used their spinal cord stimulator (scs)/pain stimulator for months, but when they turned it on a couple weeks ago, patient started to have urinary urgency and accidents. Patient said they called and spoke with the manufacturer's representative (rep) , and that lead the patient to increase stimulation for the interstim device. Patient said the stimulation for the interstim was too much , it was suggested for patient to turn interstim stimulation down if it was causing them to be overstimulated. It was noted that patient only had one program. The patient services specialist (pss) told the patient that they did not know if it was coincidence that urgency came back after the scs was on or if the scs was causing the urgency issue. Patient was redirected to follow up with the health care provider (hcp). No further patient complications were reported as a result of this event.